Event description:
Five reported incidents in which stryker in touch beds sparked while being plugged into the wall. Facilities management has evaluated the electrical outlets and has not noted any issues related to the outlets. None of these events have resulted in pt or staff harm. Stryker was contacted after each incident to come on-site and investigate the beds. After the first two incidents, it was determined that a probable cause may be that the drive motor may have been inadvertently activated by the staff while plugging in the bed causing it to spark. Staff who use these beds had on-site education in regards to the appropriate way to plug in the bed from stryker and info disseminated to all staff via email. After the incident in (B)(6) 2013, there was a face-to-face meeting between stryker sales and service representatives, biomedical engineering, and the nursing management. It was determined that a specific series of questions would be filled out for any future incidents since staff were following the procedures outlined in earlier training for how to appropriately plug in the bed to avoid sparking due to drive motor activation. After the incidents in (B)(6) and (B)(6) 2014 these questionnaires were filled out and provided to stryker, but no further actions were relayed to the (B)(6) to prevent further incidents from occurring or steps being taken by stryker to determine the root cause of these problems. The impacted bed from (B)(6) remains out of service at this time. The following include the incident dates, MFR, model and serial numbers for each of the 5 events: (B)(6) 2011, stryker in touch (B)(4); (B)(6) 2013 stryker in touch (B)(4); (B)(6) 2013 stryker in touch (B)(4); (B)(6) 2014 stryker in touch (B)(4); (B)(6) 2014 stryker in touch (B)(4).